Event description:
(B)(4). Event occured in the united states. It was reported that patient faced one infusion set cannula kinked event on (B)(6) 2025. The patient noticed symptoms within 3 hours of inserting the infusion set. The insertion site was abdomen. The patient's blood glucose (bg) level rose dramatically, with the monitoring device simply displaying 'high' rather than a specific value. To manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin through correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.